Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the atrial port setscrew continued to turn and without the thread tightening down on the lead pin. The ratchet sound was not experienced. An alternative wrench was used and was unable to engage the setscrew. The setscrew remained attached to the wrench upon extraction of the wrench from the grommet. The device was removed and was replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated a missing set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.